Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the left anterior descending artery. A 2.0 x 20 mm otw mini trek balloon catheter was being used for pre-dilatation. The balloon was pressurized to 8 atmospheres. A second inflation was being performed when the balloon ruptured at 12 atmospheres. There was no resistance removing the protective sheath or during advancement. An unknown stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.